Manufacturer narrative:
Additional information added to: d10,d11 the customer¿s report of the connection between line and needleless connector broke was confirmed. Visual inspection observed a 0.1750 inch vertical crack running parallel to the direction of the fluid flow starting at the base of the spin collar. Microscopic inspection observed there were no whitish colored scratches or stress markings around the crack. There were no immediate signs of damage or deformities found on the rest of the spin collar, male luer tip, or the rest of the IV set. The root cause was not determined.

Event description:
It was reported that the connection between line and needleless connector broke.

Manufacturer narrative:
No product will be returned per customer. No investigation was performed. Although requested, the affected product has not been received and no additional information (including patient information) is available. A follow up report will be submitted with investigation results should the product be received for evaluation.

Event description:
It was reported that the connection between line and needleless connector broke.